Event description:
It was reported that the customer had high blood glucose. Troubleshooting was performed. The settings and basals on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. During the call, the customer stated that she visited an urgent care the day of the call. The customer was not admitted. The customer was told to take more insulin and was released the same day. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.